Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other complaints from the reported lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional prostyle device with reported issue referenced is filed under separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of the mildly to severely calcified right common femoral artery was attempted with two prostyle devices after a percutaneous coronary interventional procedure using a 6f sheath. Reportedly, a cuff miss [suture retrieval issue] occurred with the first device. When attempting the second prostyle device, the suture broke during knot advancement. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.